Manufacturer narrative:
No device was returned for investigation and due to this, no root cause of the reported issue was determined. The device history review of the reported lot number found no discrepancies or abnormalities relevant to the reported complaint. If the device is returned, investigation will be conducted with the results sent in a supplemental report.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon starting the peripheral intravenous line (piv), it started leaking blood where the plastic catheter meets the hub of the 24g piv. There was a patient involvement, and no adverse effects.